Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed battery cycle 40.0 received the low battery alert (104) on 11/06/2025 08:46:00 faster than expected at 4.58 days. Battery cycle 39.0 received the low battery alert (104) on 11/01/2025 00:38:00 faster than expected at 1.65 days. Battery cycle 38.0 received the low battery alert (104) on 10/30/2025 08:42:00 faster than expected at 3.26 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. These alerts are expected and occur during normal pump operation. However, pump was cut open to perform visual inspection and found¿evidence of moisture damage¿on the electronic assemblies and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded electronic assemblies, corroded vibrator motor, scratched case, pillowing keypad overlay, and stained keypad overlay. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. However, moisture damage was noted on motor assembly and pcb1 and pcb2 boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump was not turning on after changing the battery. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer reported that no damage to the battery compartment springs or battery cap contacts. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.